Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated the high blood glucose with her pump. The customer stated that her battery died and she ended up in the ICU. The customer stated that her husband found her unconsciousness. The customer was treated with a bolus. The customer also stated that there were scratches on the screen and a blank display. The customer was advised that (B)(6) aaa alkaline batteries are best for the pump's use. The customer was advised to insert new batteries. The customer stated that the display returned. The customer was advised to monitor the pump.